Event description:
As described by the customer device shutting down during intubation. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is shutting down during intubation. Confirmed complaint the unit will restart when there are a large number of photos are taken with the use of a video laryngoscope as few as 10 photos can overwhelm the device and require a restart. There is no repair for this function required per rdts evaluation. This failure mode was escalated to r&d for additional investigation. The primary root cause was identified as inadequate software verification and validation. No patient harmed. Not in clinical use the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.